Event description:
It was reported that the right atrial (ra) lead exhibited a sharp jump in pacing impedance, indicative of potential lead fracture. No intervention was made, and no patient symptoms were reported.